Event description:
During its removal through a pigtail, the safari guidewire became uncoiled loosing completely the shape of curve (once the procedure was completed). The guidewire was completely removed.

Manufacturer narrative:
The device was not received for analysis; therefore, no physical analysis of the product can be performed; however a photograph of the device was provided showing that the outer coil unraveled from the core wire. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Reviewing all details received to date: it appears that clinical and/or procedural factors may have impacted on the reported event. It was reported that the device involved in this incident is available to be returned for evaluation. The device had not been received at the time this report was generated. Should the device be returned a follow-up medwatch will be provided.